Manufacturer narrative:
Additional narrative: no patient involvements. Device is an instrument and is not implanted / explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw driver handle split into multiple pieces. This was noted after surgery. There was no patient involvement or harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation evaluation was performed ¿ one small hexagonal screwdriver, with holding sleeve (part number 314.02, lot number unknown) was received. The complaint condition is confirmed as the handle on the screwdriver is broken at the pin. The returned condition is consistent with extensive wear and repeated sterilization of the device over an extended lifetime of over 18 years. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Evaluation shows that this screwdriver is part of the small fragment instruments and used across various plating procedures and in end cap insertion/removal for select solid humeral nail endcaps. It is used to insert screws with a 2.5 mm hex recess. This information is provided per small fragment locking compression plate (lcp) system technique guide, and the titanium solid humeral nail system technique guide. The returned screwdriver was received showing significant use and the holding sleeve component was not returned. The handle has a transverse crack at the pin and the proximal portion of the handle was not returned. The pin and shaft are intact and appear to show corrosion at the intersection. The balance of the device shows surface wear and worn edges. Thus, the complaint condition is confirmed but cannot be replicated because the handle is already broken. A review of the design drawings was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned condition is consistent extensive wear and repeated sterilization of the device over an extended lifetime. The handle of the driver is phenolic le grade, and is susceptible to becoming brittle after being subjected to years of thermal cycling which routinely occurs during sterilization cycles. Given the location of the etchings, the device is determined to have been manufactured prior to april, 1997. Thus, the device is over 18 years old and, therefore, the most probable root cause is the age and maintenance of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.